Event description:
It was reported that after the implant procedure the patient with this right atrial lead experienced chest pain and according to the patient "one of the leads was sticking out of his heart". The patient believed it was the atrial lead. It was also noted that an x-ray identified a pericardial effusion. This lead was successfully revised. No additional adverse patient effects were reported.